Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection revealed a discoloration of the blue wire. When heater rod was ohmed out, it was reading 11.1 ohms as specified in heater bar test instructions. The heater rod was connected to test machine and ran a 20-minute heat disinfect. Heater rod was able to come up to temp and heat disinfect was completed. The heater rod was then put through dialysis mode and self-test and the heater rod passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the connector and discoloration of the wire.

Event description:
A user facility's biomedical technician reported to technical support that a 2008t machine does not heat; the heater rod failed in setup, and the blue wire was discolored. The customer stated that the heater rod blue wire was discolored. There was no patient involvement, no harm, or adverse event reported. A replacement of the heater rod was provided. Additional information was requested, however, to date not provided. The heater rod was returned to the manufacturer. Upon physical evaluation of the heater rod by the manufacturer, it indicated a discoloration of the wire and a short on the connector.